Event description:
It was reported that the on 2015 (B)(6), a pump refill was performed. On 2015 (B)(6), the patient presented to the hospital with fatigue, sweating, increased cough and mucus. The patient stayed at the hospital for observation. On 2015 (B)(6), the patient became more red on the back (over the incision), and had swelling in the incision scar, and had a fever of greater than 38 degrees celsius. Before the hospitalization, the patient had been at the doctor and received antibiotics for a respiratory infection. It was noted, the patient had a possible infection after a change of medication. The action required was as the infection policy at the hospital, and infection blood samples were obtained. The pump was removed on 2015 (B)(6), and it showed abscesses around the catheter. The patient was still being treated with antibiotics for the respiratory infection in the hospital, and was given oral medication for the spasticity. The event was noted to have been from 2015 (B)(6) to 2015 (B)(6). The pump system was being used to infuse lioresal. Further follow-up is being conducted to obtain information regarding the patient outcome. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_cath, lot# unknown; product type catheter. (B)(4).